Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was not feeling good so his parents called an ambulance. The paramedics took a bg reading which was 40 mgdl and took him to the emergency department (ed). The patient was treated with glucagon spray before his arrival at the emergency room. The patient was discharged three hours later and there was no documentation about any medical intervention at the ed. Although the cgm was reported inaccurate, there was no cgm value reported the day of the event. It was reported that an inaccuracy occurred the following day on (B)(6) 2024, the bg reading was 160 mgdl and the cgm reading was 262 mgdl. At the time of the report the patient was recovered. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of initial reported glucose values available to search within the parkes error grid calculator. However, a second set of reported glucose values fall within the b zone of the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.